Manufacturer narrative:
(B)(4). The mcs tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. Based on the available system logs, no related system errors were found to have occurred during two da vinci-assisted surgical procedures performed by the surgeon on that day. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the patient sustained a burn injury that required suturing after electrical energy allegedly arced through a mcs tip cover accessory installed on a mcs instrument. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, the patient allegedly sustained a superficial wound after electrical energy arced through the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument. On 10/23/2017 and 11/09/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was not recorded on video. During the surgical procedure, the mcs tip cover accessory did not appear to be improperly installed on the mcs instrument. A few minutes after the surgeon was performing lumbar-aortic dissection, multiple burn injuries were observed on the small intestine. However, the surgical staff did not actually see arcing of electrical energy before the burn injuries were identified. Only one burn injury was treated with 3-0 vicryl sutures. The other burn injuries were noted to be superficial. There were no instrument collisions. No post-operative complications have been reported.